Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no information has been received. The reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No technical root cause of the patient interface was identified as the product was found to be within specifications. Most possible root cause is handling during the docking process and the movement of the patients eye. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer representative reported a loss of suction during a lasik procedure. Additional information has been requested.